Event description:
The patient contacted lifescan and reported that their one touch ultra meter had missing segments of the display. During troubleshooting, it was verified that the meter was not a new product. The patient was not able to read the display due to the missing segments. They went to the doctor's office due to this issue, but did not recieve any treatment. They also did not experience any symptoms at the time of concern. The missing segments issue had started about two weeks ago.